Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(4). A plif surgery for lumbar spinal canal stenosis was performed on (B)(6) 2016 to implant an expedium cfs system and a t-pal into the patient's l2-3. The reported cannulated cortical fix screw was inserted into the left l3 by the qc screwdriver first, and then it was inserted deeper by using the t20 screwdriver. The surgeon then used the adjuster to adjust the position of the screw head to set the rod and the set screw. However, the surgeon was unable to fix the set screw into the reported screw even by using the clip-on inserter. The surgeon took a look the reported screw, and discovered that the collet was misaligned in the coronal plane from the screw head. The reported screw was removed and replaced with a new one. The surgery was then successfully completed without further issues, but due to the event there was 3 minutes surgical delay. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The 5.5 ti cortical fix 6x40mm polyaxial screw (product code: (B)(4) lot number: atmbcz) was returned to the complaints handling unit (chu) on (B)(6) 2016. The screw had its saddle rotated inside of the tulip head. The inner edge of the saddle featured a significant number of notches in it, and the drive feature was partially stripped. While this damage isn¿t significant enough to affect the associated driver¿s ability to interface with the screw properly, it is indicative of the forces placed on it during insertion and tightening. Exerting a significant amount of force on the tulip head and saddle, potentially at a significant enough angle, may be sufficient to dislodge the saddle and other parts of the screw from their intended locations. In this instance, it has cause the saddle to be rotated inside of the tulip head. The notches present on the saddle plus the heavy wear to the drive feature in the screw head appear to have been cause by the associated driver during use. As a result, it is believed that an unexpectedly high amount of force was placed on the saddle during the tightening ¿ potentially at the furthest angle it could rotate to ¿ in addition to a great deal of stress being placed on the drive feature, resulting in the saddle being dislodged from its intended location and rotated in the tulip head. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the screw falling apart cannot be determined from the sample and the information provided. A potential root cause may be excessive force inadvertently placed on the saddle and drive feature during use, resulting in the saddle rotating in the tulip head during use. As there has been no issues identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.